Event description:
It was reported that during a da vinci-assisted surgical procedure that the system was giving non-recoverable error 86. The customer rebooted the system but that did not clear the error. The intuitive tech support engineer (tse) walked the customer through a hard reboot of the vision side cart (vsc), but that did not clear the error either. The procedure was converted to laparoscopic. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant power tray assembly. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The power tray assembly has been returned and evaluated by the failure analysis (fa) team. The reported issue could not be reproduced; however it was confirmed as having occurred via the system logs. The unit was placed onto a testing system, which was power cycled several times and left idle. No issues were found. Root cause is attributed to errors caused by a defective power tray assembly.